Event description:
Alleged event: during a cholecystectomy the user was unable to load clips in the tip of the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73j1400493 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.